Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer bumped against something and the sensor detached after 2 days of wear. As a result, customer was unable to obtain readings and experienced hypoglycemia, requiring treatment of glucagon by a third-party. There was no report of death or permanent injury associated with this event.